Event description:
Additional information was received and noted that there was oversensing and noise and device detections were turned off. It was further reported that during lead replacement procedure the physician was unable to remove the lead pin from the device header. The physician unscrewed the lead from the device, cleaned off the lead and replaced lead in the header. The lead impedance was measured and was within normal range. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead pacing impedance is out of range. It was further reported the pacing impedance trend had been stable at 500 ohms and now shows fluctuation for both tip to ring and tip to coil with tip to ring being greater than 3000 ohms and tip to coil being 1500 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.